Event description:
It was reported that during patient treatment, ventilation was temporarily interrupted, leading to patient desaturation. The patient was promptly removed from the ventilator and manually ventilated until stable oxygen saturation was restored. The ventilator was then replaced, allowing ventilation to continue. There was no harm to the patient. Manufacturer¿s ref #: (B)(4).

Event description:
Manufacturer's ref #: (B)(4).

Manufacturer narrative:
No formal investigation of the ventilator in question was requested. However, the healthcare facility conducted an internal evaluation following the event and reported no anomalies with the ventilator. They suggested that the temporary interruption in ventilation may have been caused by a mucus plug obstructing the endotracheal tube or the patient¿s airways. This assumption is supported by the fact that ventilation resumed without further issues once the patient was manually ventilated and suctioned. A mucus plug can obstruct airflow by partially or completely blocking the endotracheal tube or the patient's airways. This can lead to increased airway resistance, reduced tidal volumes, and inadequate oxygenation, and triggering ventilator alarms. Provided ventilator logs were reviewed. The event log showed alarms indicating pressure delivery restricted, volume delivery restricted, peep high and airway pressure high. The alarm generation signal insufficient ventilation. The technical log contained no technical error codes, suggesting that the ventilator itself did not malfunction at the time of the event. According to the test log, successful pre-use check was completed before ventilation started, confirming that the ventilator was functioning correctly at start. In conclusion, there is no evidence to suggest that the ventilator malfunctioned during the event. However, the generated alarms indicate that ventilation may have been compromised. The most likely cause is the presence of a mucus plug, even though this could not be definitively confirmed by the healthcare facility.